Event description:
Presented to ed on (B)(6) 2004 with weakness. She had undergone st. Jude mitral valve (B)(6)2003. On (B)(6) 2004, pt had 2d echo. Showed mild mitral regurgitation and no vegetation on tee. Was recommended to assess for infective endocarditis. On (B)(6) 2004, blood cultures positive for yeast. On (B)(6) 2004, stool and for vre. Tee showed fleshy, thick vegetation on the atrial surface of pt's prosthetic mitral valve. Pt treated with antibiotics. Mitral valve replaced (B)(6) 2004.